Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery and displacement tests due to the alarm. The pump passed the idle current and run current tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.